Event description:
According to the reporter, during a robotic laparoscopic lobectomy, while at bronchial stapling, powered stapler was used, the stapler was able to fire, but upon reaching thicker tissue, the stapling was interrupted due to excessive force. Tried to staple with another equal load, stapler did not report wrong, started stapling, but stopped without showing any error. On the third stapling attempt, the team changed the stapler, new load but the same as the previous ones (purple), was used with manual stapler without success. It was when applying force for stapling, the handle broke. After the stapler broke, doctor went back to the powered stapler model, with the rod that was already being used but with a new load (purple). There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6, additional rfr and fdd codes correction: a2(removed date of birth) d10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); unk-sigadapt, unknown signia egia adapter (ser ial#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lobectomy, while at bronchial stapling, the stapler was able to fire, but upon reaching thicker tissue, the stapler apparently broke. Tried to staple with another equal load, but the "problem" remained. There was a switch to the another stapler, with a load of the same quality, the "problem" remained. The doctor was instructed to check if there were any staples on the edge of the tissue and to perform a better dissection of the tissue. At the first moment the stapler led appeared ready to perform the stapling, but during stapling, the indication of "excessive force" appeared. Advised that the fabric was thick for the load used, and it was necessary to change it to a black load. The team continues with the option of the same load (purple) for a new stapling. This time, the excessive force information does not appear, but the stapling does not progress. The team switches to the manual stapler, without success.

Manufacturer narrative:
D10 concomitant products: egia60ctamt, egia60ctamt egia60 curved medthicksulu (lot#n2j0063y) egia60ctamt, egia60ctamt egia60 curved medthicksulu (lot#n2j0063y) egiaustnd, egiaustnd endogia ultra univ std stap (lot#p2j0189) unknown endo gi, unknown endo gia instrument (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.